Event description:
Hilips received a complaint for a v60 ventilator indicating error code 110b ¿ ¿check vent: proximal pressure sensor auto zero failed.¿ there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. Error code 110b was found in the event log. Upon inspection, bent pins were identified on the connection between the autozero solenoids and the data acquisition (da) pcba. The customer was advised to remove the da pcba, realign the pins, and reinstall the board, ensuring all pins were properly seated. The required post-reinstallation testing, per service manual table 9-1, was reviewed with the customer. Resolution and disposition are pending. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the diagnostic report (drpt) is not available. It was confirmed that there were no bent pins found; inspection of the pins was only suggested. The corrective action taken was replacement of the flow module assembly, which had previously been replaced approximately four months earlier. Following the repair, the device successfully passed performance specification testing. Compliance was confirmed by completion of a full preventive maintenance and functional check in accordance with the service manual. The ventilator has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.